Event description:
It was reported that this right ventricular lead exhibited increased pacing threshold measurements. Pacing impedance measurements were lower, within normal limits. An x-ray was performed and no lead issues were identified. Boston scientific technical services reviewed the case and indicated it might be attributed to patient condition. Subsequently, a revision procedure was performed, this lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.